Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Some minor scratches were found on pump. Premature occlusion was found during occlusion test. Error history log review found occlusion check infusion line. The root cause of the reported issue was found to be force sensor reading was out of specification which was the cause of the premature occlusion. Actions were taken to mitigate the reported issue: performed force sensor calibration. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that was an occlusion error. No patient injury was reported.